Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a sample was received in the (B)(4) plant for evaluation. It came in a sealed plastic bag. The barrel label confirms the lot#7241936. It has the plunger rod- rubber stopper, the saline solution. It doesn¿t have the white tip cap, it has a light blue cap instead. The syringe was tested for sustaining force giving 12.8n up to the 2ml mark then went up to 20.2n, the specification for the sustaining force is <20n therefore failure mode is verified. The sample received gave a sustaining force higher than 20n at the bottom part of the syringe which indicates that the barrel lubrication was not enough at the bottom. There was no documentation of issues for the complaint of batch 7241936 during this production run. Investigation conclusion. DHR/bhr review. There was no documentation of issues for the complaint of batch 7241936 during this production run. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update feb23, 2018. A sample was received. It came in a sealed plastic bag. The barrel label confirms the lot#7241936; it has the plunger rod- rubber stopper, the saline solution. It doesn¿t have the white tip cap, it has a light blue cap instead. The syringe was tested for sustaining force giving 12.8n up to the 2ml mark then went up to 20.2n, the specification for the sustaining force is <20n. Product within specification? Yes /no.

Event description:
It was reported that during use, a bd posiflush¿ normal saline syringe malfunctioned as ¿the syringes are getting stuck and it takes an enormous amount of pressure to push down." There was no report of injury or medical intervention reported.